Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. This product is supposed to be broken when it is detached from the endoscope, however the subject device returned from the user facility had no damage. Omsc performed a test to verify it. Omsc attached the subject maj-2315 to a dummy endoscope and applied torsion stress and push-pull stress. Omsc confirmed that the device cannot be detached from the endoscope without damage as long as the device is attached to the endoscope correctly. Therefore, omsc conclude that the user was not correctly attached the subject maj-2315 to the scope during the use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject maj-2315 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject maj-2315 to identify the root cause of this failure phenomenon upon receipt of it. The exact cause of the reported event could not be conclusively determined at this time. The user admitted that the user inappropriately attached the device to the scope and it contributed to the reported event. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the endoscopic retrograde cholangiopancreatography (ercp), the subject device was detached from tjf-q290 and fell into the patient¿s buccal cavity when the scope was being withdrawn from the patient body. The subject maj-2315 was retrieved from the patient body. There was no report of patient injury associated with the event.